Event description:
An accutec blade, inc. Dermablade was about to be used on a patient, but was noted to be rusty on pre-use visual inspection. Dermablades on supply shelves were inspected, and five additional products were discovered rusty or otherwise discolored. Lots affected were 0117 and 1516. All product packaging appeared to be properly sealed and intact.